Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not exiting the cartridge tubing during the loading sequence using multiple cartridges/infusion sets. Reportedly, customer changed supplies again and insulin was observed exiting the tubing. There was no reported impact to customer's blood glucose.